Event description:
It was reported that one of the patient's leads had high impedances. As such, surgical intervention was undertaken and the lead was explanted and replaced to address the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4). Serial: (B)(4), batch: a000122146.